Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated she has been informed that the head section of the bed has broke at a weld.